Event description:
It was reported that during a carotid stent placement procedure, that deployment difficulties and a shaft break occurred. The lesion being treated was a 90% stenosis located in a tortuous carotid artery; the anatomy location and lesion characteristics are unknown. Another manufacturer's guide wire was advanced and the lesion was pre-dilated with a 3mm sterling balloon. The physician was able to access the lesion with the 10.0 x 31mm wallstent monorail stent delivery system (sds) without a problem, however, while attempting to deploy the stent "great resistance" was encountered. Some movement was achieved at the handle of the stent delivery system, however, the stent did not deploy. After successfully removing the sds a shaft break was noted; however, it is unknown when this happened. The procedure was completed with another device. No patient injury or complications were reported. Add'l into regarding this event has been requested.